Event description:
It was reported that the patient presented in clinic for follow-up. The patient stated they had experienced diaphragmatic stimulation due to programming changes made during a prior visit. Upon interrogation, the ventricular lead exhibited noise, varying threshold, and a sensing anomaly. The device was reprogrammed and the patient would be monitored.

Event description:
New information indicated the lead exhibited noise and unacceptable thresholds during a routine generator changeout. The lead was capped and replaced on (B)(6) 2015. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.